Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use related. One 15 cm powertrialysis alphacurve catheter was returned for evaluation. An initial visual observation revealed use residues throughout the returned catheter. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed a leak through the red lumen of the catheter. No leaks were observed during functional testing of the purple lumen or the blue lumen. A microscopic observation revealed two chevron-shaped splits at the alphacurve region of the catheter. The splits appeared to be almost parallel to the catheter tubing. The fracture edges appeared sharp, and the fracture surface appeared smooth. The direction and characteristics of the splits and the event occurring during a catheter replacement attempt suggest the damage was likely to have occurred during the use of a sharp instrument. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings in section h11.

Event description:
It was reported that on october 26th, an anesthesiologist in the operating department inserted the tube into the left internal jugular vein and left it in place for a long time. When tried to replace the catheter on december 2nd, blood leaked from the middle of the catheter and air got into it. Then, turned off the compressor, replaced the catheter with a new one, and everything was fine. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that on october 26th, an anesthesiologist in the operating department inserted the tube into the left internal jugular vein and left it in place for a long time. When tried to replace the catheter on december 2nd, blood leaked from the middle of the catheter and air got into it. Then, turned off the compressor, replaced the catheter with a new one, and everything was fine. There was no reported patient injury. No other information was provided.